Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a packaging issue with her one touch verio test strips. The patient stated her package of test strip was expired. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue began on (B)(6) 2013, at 4:00 a. M. The patient manages her diabetes with oral medication (janumet, 1000 mg) and insulin (novolog). On (B)(6) 2013, at 9:00 a. M., the patient stated she took ¿3 or 4 units¿ of novolog, in response to the alleged issue. The patient claimed that she did not develop any symptoms and there was no mention of receiving medical treatment for a high or low blood glucose excursion. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.